Event description:
During scheduled follow-up of the ICD on (B)(6) 2014, it was not possible to perform usual tests. The programmer test screen did not work as expected: when the physician selected the test screen, the programmer screen became black. The programmer was restarted but this did not solve the issue. No test could be performed. Preliminary analysis did not confirm the reported event. Some tests could be performed properly that day. No evidence of a "black screen" was observed, although telemetry errors interrupting the ICD memories reading process might be at the origin of a screen freeze.

Event description:
During scheduled follow-up of the ICD on (B)(6) 2014, it was not possible to perform usual tests. The programmer test screen did not work as expected: when the physician selected the test screen, the programmer screen became black. The programmer was restarted but this did not solve the issue. No test could be performed. Preliminary analysis did not confirm the reported event. Some tests could be performed properly that day. No evidence of a "black screen" was observed, although telemetry errors interrupting the ICD memories reading process might be at the origin of a screen freeze.

Manufacturer narrative:
In previous follow-up MDR, was erroneous or missing: it should have been (B)(4) 2014.

Event description:
During scheduled follow-up of the ICD on (B)(6) 2014, it was not possible to perform usual tests. The programmer test screen did not work as expected: when the physician selected the test screen, the programmer screen became black. The programmer was restarted but this did not solve the issue. No test could be performed. Preliminary analysis did not confirm the reported event. Some tests could be performed properly that day. No evidence of a "black screen" was observed, although telemetry errors interrupting the ICD memories reading process might be at the origin of a screen freeze.